Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
It was found membrane broken during first use, after 2-3 minutes after patient connection. Blood flow rate: 60 ml/min. Patient tmp:40mmhg. No blood leaks for the patient. No medical intervention required.